Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was conducted that the device operated within specifications.

Event description:
The customer reported that the paramedics were called and treated him due to low blood glucose of 20mg/dl. The customer was experiencing unexplained low glucose for several days. Troubleshooting was performed. The customer stated that the reservoir was showing the same amount of insulin that the status screen shows. The customer stated that the insulin pump was exposed to an MRI while having a CT scan on his brain. The customer's most recent glucose reading was 347mg/dl, and he has treated with food and glucose tablets. No further information was provided.